Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent temperature alarms occurred while the battery was charging. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose was between 105-127 mg/dl.